Manufacturer narrative:
The implant was returned for eval. It was found to be clean and to meet specifications. No medical history, which can indicate whether any pt health issues are involved, has been received. The implant is not believed to be the cause of failure.

Event description:
Implant placed 9/97. It was removed due to pain 1/15/98. One person affected.